Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During operation, the stylet was attempted to be advanced on the right ventricular lead, but could not be inserted into the lead. The physician replaced the lead and completed the procedure on (B)(6) 2020. The patient was in stable condition.